Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned stent did not reveal any anomalies. The stent was conforming to its visual and dimensional specifications. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Based on limited information available, as well as the fact the delivery system was not returned for analysis, a root cause of the reported catheter breakage cannot be determined. Therefore, a root cause of undeterminable has been assigned to the reported event. Correction: device avail. For eval? Corrected. Device returned to MFR.? Corrected.

Event description:
The stent was uneventfully delivered to the target lesion in the middle cerebral artery (mca) m1 segment. However, the physician was unable to release the stent. As the physician was repositioning the stent delivery system, "the delivery got broken." The whole delivery system was removed. The procedure was completed using another of the same device. There was no reported clinical consequence to the patient who was reportedly in a stable condition.

Event description:
The stent was uneventfully delivered to the target lesion in the middle cerebral artery (mca) m1 segment. However, the physician was unable to release the stent. As the physician was repositioning the stent delivery system, "the delivery got broken." The whole delivery system was removed. The procedure was completed using another of the same device. There was no reported clinical consequence to the patient who was reportedly in a stable condition.